Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device was broken in two pieces at the t-handle junction. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and it was determined that the device failed visual assessment. A functional assessment was performed on the cup-adapter t-handle and it was found that the device was broken (in two pieces) at the t handle. It was determined that the device was most likely side loaded when used with the impactor which is not what the device was designed for or it had been dropped. Therefore, the reported condition that the device was broken in two pieces at the t-handle junction was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition.